Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has a blank screen. It was also reported that the insulin pump alarmed unexpected restart. Customer's blood glucose levels were not included in the report. Nothing further was reported.